Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Medwatch report explained that orthopedic instrument, codman 28 stainless broke during use. Additional information explained; the piece was retrieved without any adverse consequences. Xray was taken to ensure piece was fully removed. No additional steps were taken. No delay greater than 30 minutes. Device is available for eval. Lot number not available.